Event description:
It was reported that the patient presented to the emergency room due to audible alert tones, the right ventricular (rv) lead triggered an alert for high-rate, non-sustained episodes and increased sensing integrity counter (sic). It was further reported that the emergency services personnel stated that the patient was experiencing bradycardia, though it was noted that the implantable cardioverter defibrillator (ICD) was programmed to a lower rate of 40 beats-per-minute. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.